Manufacturer narrative:
Device had minor scratched lcd window. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they can not read the display of insulin pump due to the scratches. Customer's blood glucose value was unknown. Customer stated that they had a lot of laser treatments on his eyes and cannot read the screen because there was no contrast. Customer stated that the screen was scratched up. The device will be returned for analysis.